Manufacturer narrative:
The insulin pump alarmed a35 during rewind due to corroded motor home switch. No motor error alarm noted. Unable to perform functional testing due to a35 alarm. The insulin pump has cracked reservoir tube lip, minor scratched lcd window and cracked reservoir tube.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was 71 mg/dl. During troubleshooting, it was found that customer was not exposed to magnetic field or MRI. Customer does not use sensor features. Customer was unable to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.